Event description:
The customer reported that she was hospitalized due to high blood glucose levels and dehydration. The customer's blood glucose reading at home was 500 mg/dl, and 140 mg/dl once she was admitted. The customer stated that the cannula was bent when she removed the infusion set. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.